Event description:
Just received the malem alarm which was ordered from (B)(6). The alarm comes with batteries. When inserted, the batteries heat up the alarm and it gets hotter and hotter. In 30 minutes, the back side of the alarm is so hot that it feels like I am touching a furnace. I don't expect to use this on my son. It is defective or faulty in design. This is not a battery issue because I have replaced the batteries with another 2 pairs and same thing happens every time.